Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient had gone a good while without having to use the external devices however within the last 3 weeks, the patient had been experiencing electrical jolts when laying down at night (that the patient didn't experience them when they were up during the day or moving, just when laying down) that would jolt them awake. The patient could not pinpoint where the "electricity" had started from, just that it would come up fast and wake them up. Prior to the jolting beginning, the patient reported their bowels had been really loose. The caller stated they tried to connect to the device earlier today and kept seeing a "lost" message on the handset. Had the caller connect to the patient's settings and it was determined the m essage the caller was seeing was "data loss: internal device has lost all data. Contact clinician." Advised the caller they would have to follow up with the patient's managing health care provider (hcp) to clear it. The patient doesn't have an hcp currently since their original one left, so physician listings were sent. The caller stated the patient had had it at "17" which seemed to be better for the patient but their hcp had told them that was too high of a setting and that it would drain the battery faster and so the patient was told to lower it, so they lowered it to "13" and the patient didn't do as well with their symptoms after that. The caller clarified they thought the "17" was "1.7" volts and the "13" had been 1.3 volts.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.